Event description:
Note: this report pertains to one of four devices used during the same procedure. Manufacturer report # 3005099803-2010-03859, 3005099803-2010-03861, and 3005099803-2010-03862 address the other devices. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator, a leveen co-access electrode system and two soloist single needle electrodes were used during a bone rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, after placing the patient under general anesthesia, a soloist electrode was advanced to the target region. However, while attempting to ablate, a console error (e02) occurred. The electrode was removed from the patient and a second soloist electrode was advanced to the target area, however, a second error (e02) occurred. The electrode was repositioned deeper into the bone and saline was applied to the site, but the error reoccurred. The second soloist electrode was removed from the patient and a leveen co-access electrode was positioned and partially deployed into the lesion. The physician had some success, but roll-off was not able to be achieved. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Patient identifier, gender, and weight are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4).